Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a shorter than expected remaining battery longevity. It was noted the patient will be monitored via follow-up and replacement of the device would likely take place, however, the procedure had not yet been scheduled. No patient complications have been reported as a result of this event.